Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Approximately one month post procedure, the pt returned with pain and vaginal dehiscence of the sling material. The sling was removed without incident. The pt remains incontinent. No further details regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, no failure analysis is available. Co's directions for use outline as potential complications: "loss of suture support may produce dehiscence at the implant wound site...loss of fixation and/or visualization of implanted graft materials."